Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump powered off the day before. Customer stated that when he went to deliver a bolus, he noticed that the settings were low. The alarm history showed a low battery alert, an off no power alarm and a battery out limit alarm. Customer stated that the battery out limit alarm occurred during normal use. Customer stated he did not receive a low battery alert prior to the off no power alarm. The insulin pump was not dropped or bumped and the battery cap and compartment are not damaged or corroded. Last battery change was on (B)(6) 2015. Customer was advised to clean the battery cap, insert a new battery and monitor the insulin pump. The battery cap would be replaced.